Manufacturer narrative:
Follow-up #1: date of submission 12/1/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings:.moisture damage observed in battery compartment and cap pump does not power on; is totally unresponsive. Cracked battery compartment from threads to case seal left of grip pad. Leak test failed due to battery compartment leak. Opened pump, moisture found on keypad support bracket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Israel currently has unsettled reporting requirements which have not been enacted at this time. There is currently no enacted regulation requiring submission of product malfunction complaints. This complaint does not constitute a serious adverse event; therefore, no submission is required.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.